Event description:
It was reported that the pump¿s connector became stuck inside the device after the user performed a rewind and attempted removal; the flat side of the connector appeared overturned toward the middle and attempts to push in and turn left with grip aids and pliers were unsuccessful, leading to a replacement. Symptoms included no adverse clinical effects. Outcomes included interruption of therapy requiring device replacement without medical intervention. Investigation included technical troubleshooting by support and visual assessment of a user-provided photograph. Investigation of this case revealed that the connector was likely over-rotated and mechanically jammed in the pump¿s connector interface, consistent with a user handling issue resulting in inability to remove the connector. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connector manipulation.

Manufacturer narrative:
Initial.